Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that connection part broken. No patient was involved in this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis #(B)(4): during the inspection at the time of acceptance, it was observed that there was deformation of the handle screw thread, the bearing was broken, and there was cable wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.